Event description:
It was reported that the atrial lead exhibited loss of capture at maximum output in both the bipolar and unipolar configurations after the patient had an aortic valve replacement. Also noted was low impedance and undersensing after the procedure. No additional information was available.